Event description:
The pt received two leads with the same lot number. It was reported the programs are auto-reducing and therefore the pt is without stimulation. F/u identified reprogramming was attempted on (B)(6) 2014 to no avail. It was determined 3 contacts revealed invalid impedance. Surgical intervention may be undertaken at a future date.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.